Manufacturer narrative:
Follow-up #1 date of submission 03/05/2015-additional information:on 02/28/2015, the reporter contacted animas in follow-up and reported that the display could be read.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen is scratched and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.